Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: reporter is a synthes employee. Part: 698339374. Lot: gm55202mt. Supplier: seabrook ¿ batch1: released on (B)(6) 2019 with no discrepancies. No nonconformance reports (ncrs) were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the retractor clamp assembly showed signs of corrosion at the threads. In addition, the threads were worn. The clamp threaded rod was broken at the bottom. The broken fragments were not returned. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed by hand and the clamp was noted jammed. A review of the receiving inspection (ri) was performed for the finished device [gm55202mt] number, and no issues were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the retractor clamp assembly would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2022, the retractor clamp assembly was cross threaded. Procedure was completed with no delay. There was no patient consequence. Upon manufacturer investigation, it was determined that the clamp was jammed. This report is for a retractor clamp assembly. This is report 1 of 1 for (B)(4).